Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that discrepant results were generated for a patient sample tested on the cell-dyn emerald analyzer. Wbc results were 89.7 k/ul, 9.3 k/ul (with invalid data flag) and 96.1 k/ul. Hemoglobin results were 22.8 g/dl, 24.4 g/dl, 18.3 g/dl, 20.5 g/dl and 24.3 g/dl. No results were reported out of the laboratory. No adverse impact to patient management was reported.

Manufacturer narrative:
Product evaluation included review of submitted data, product historical data and labeling. Based on the review of ticket information and submitted data, the possible cause for the incident may be related to the semi-annual maintenance which requires the lubrication of the syringe pistons. Lubricating of the syringe pistons was due in february. The semi-annual maintenance procedure may not have been performed yet before the complaint incident on (B)(6) 2017. If the pistons were dry, the movement of the syringe pistons would create friction and affect blood sample aspiration, sample volume would most likely be insufficient for sample processing. On the other hand, if the semi-annual maintenance was performed before the incident and the syringe pistons were not aligned properly, or there was an excess grease in the metal sample syringe piston, the results will be affected because grease is mixed with the sample. Both these scenarios would affect product performance and generate incorrect results. A review of labeling concluded that the issue is sufficiently addressed. The cell-dyn emerald system has been designed to require minimal routine maintenance. To ensure optimum performance, the operator is encouraged to routinely perform the scheduled maintenance. In this case, the field service engineer (fse) cleaned and greased the pistons, inspected the probe, and replaced a fallen zip tie for the probe tubing and the issue was resolved. The investigation concluded that the complaint issue was specific to the cell-dyn emerald serial number (B)(4), requiring service and maintenance. A product issue related to the complaint incident was not identified.